Event description:
Performing echo with additional image to show catheter was in right atrium. Tech brought the machine back to echo lab to download study. The machine would not completely turn on. It kept acting like it was coming on then would go to sleep mode. Biotech came up and phillips was called. Had to go and repeat test.====================== manufacturer response for diagnostic ultrasound, ie33 (per site reporter).====================== assisted in the troubleshooting and repair of the device. Per our technicians this is a known issue.